Event description:
On (B)(6) 2012 two ptx stents were placed in left sfa. On (B)(6) 2013 periodic inspection was conducted. Although the patient had no symptoms, the ultrasound echo confirmed thrombosis. Fracture of the stent was also confirmed then (in which stent and where:unknown). However, as no symptoms were observed to the patient, the physician determined to take wait-and-see approach with dapt. Intervention against fracture was not performed either. On (B)(6) 2013 the patient recovered. When recovered is unknown. [22 august 2013 new information was provided] stent fracture was observed to the stent placed proximal. The type of the fracture was type3. [12 jun 2019 ty@cj] ca/cj obtained the information below on 11 jun 2019. The physician checked the patient's clinical record again for the verification of the check sheet, and he confirmed that the type of the stent fracture was type I, not type iii. Therefore, the information has been corrected from type iii stent fracture to type I stent fracture. One of the reason for the correction was the difficulty of x-ray interpretation of radiogram (the stent and periostea were overlapped).

Manufacturer narrative:
PMA/510(k) #: p100022/s001. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4). Cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Device evaluation: there are two additional files related to this complaint. For details of the other investigations please refer to (B)(4) and (B)(4). The ziv6-35-125-6.0-120-ptx device of lot number c777375 involved in this complaint was implanted in the patient, and was not available for evaluation. With the information provided, a document based investigation was conducted. Lab evaluation ¿ n/a. Document review: prior to distribution ziv6-35-125-6.0-120-ptx devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for ziv6-35-125-6.0-120-ptx of lot number c777375 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c777375. There is no evidence to suggest that the customer did not follow the instructions for use. However, it should be noted that stent strut fracture and arterial thrombosis is listed as a known potential adverse event within the IFU. The japanese packaging insert c-ci1202y06 supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Image review ¿ n/a. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to patient pre-existing conditions and/or patient anatomy. From the information provided it is known that the patient had a medical history of coronary artery disease, carotid disease, hypertension, diabetes, hypercholesterolemia and ever smoked. It is possible that that patient's pre-existing conditions and/or anatomy may have caused and/or contributed to additional force on the stent. It is possible that this resulted in stent fatigue resulting in stent fracture. From the information provided it is known that the physician noted that the fracture may also have caused and/or contributed to the event of thrombosis. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) #: p100022/s001. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4). Cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
On (B)(6) 2012 two ptx stents were placed in left sfa. On (B)(6) 2013 periodic inspection was conducted. Although the patient had no symptoms, the ultrasound echo confirmed thrombosis. Fracture of the stent was also confirmed then (in which stent and where:unknown). However, as no symptoms were observed to the patient, the physician determined to take wait-and-see approach with dapt. Intervention against fracture was not performed either. On (B)(6) 2013 the patient recovered. When recovered is unknown. [22 august 2013 new information was provided] stent fracture was observed to the stent placed proximal. The type of the fracture was type3. [12 jun 2019 ty@cj] ca/cj obtained the information below on 11 jun 2019. The physician checked the patient's clinical record again for the verification of the check sheet, and he confirmed that the type of the stent fracture was type I, not type iii. Therefore, the information has been corrected from type iii stent fracture to type I stent fracture. One of the reason for the correction was the difficulty of x-ray interpretation of radiogram (the stent and periostea were overlapped).

Manufacturer narrative:
PMA/510(k) #: p100022/s001. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
On (B)(6) 2012: two ptx stents were placed in left sfa. On (B)(6) 2013: periodic inspection was conducted. Although the patient had no symptoms, the ultrasound echo confirmed thrombosis. Fracture of the stent was also confirmed then (in which stent and where:unknown). However, as no symptoms were observed to the patient, the physician determined to take wait-and-see approach with dapt. Intervention against fracture was not performed either. On (B)(6) 2013: the patient recovered. When recovered is unknown. [On (B)(6) 2013 new information was provided]: stent fracture was observed to the stent placed proximal. The type of the fracture was type 3. [On (B)(6) 2019 (B)(6)]: (B)(6) obtained the information below on 11 jun 2019. The physician checked the patient's clinical record again for the verification of the check sheet, and he confirmed that the type of the stent fracture was type I, not type iii. Therefore, the information has been corrected from type iii stent fracture to type I stent fracture. One of the reason for the correction was the difficulty of x-ray interpretation of radiogram (the stent and periostea were overlapped).